Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer planned to use a backup insulin pump while cts sent a replacement pump. Cts provided storage mode instructions and instructed return of the problematic pump within 10 days, which the caller understood and acknowledged.